Event description:
It was reported by patient's family's legal counsel that patient underwent primary spinal surgery on (B)(6) 2009. Legal counsel reports that patient allegedly developed an infection on an unknown date and subsequently passed away. No further details have been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. A CAPA determination has been initiated by biomet germany related to the late reporting of this MDR report.